Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was intermittent/erratic overstimulation. The patient used to have the rate around 150-180, but now, when it is about 60 or 100, it "puts him on his knees" some days. The patient noted that on other days, it was ok. The patient had not been seeing the "charge sufficient" or "charge complete" screen on his implantable neurostimulator recharger (insr) after charging for hours and the implantable neurostimulator (ins) battery did not seem to be lasting as long between charges. There had been no programming changes and the patient was having eight coupling boxes. There were no trauma or falls that could be related to the issue. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.